Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the target lesion. However, during unpacking, when the device was removed from the sterile package, it was noticed that the stent was completely pulled off from the delivery catheter in conjunction with the stylet and stent protector. The procedure was completed with a different device. No patient complications were reported .

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from delivery system, it was damaged with struts distorted, squashed at both ends, lifted and stretched. The maximum stent profile was reviewed and found to be within specification. The stent protector inner diameter was measured and was within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Whitish solidified media was noted inside balloon body. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50 x 38 mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the target lesion. However, during unpacking, when the device was removed from the sterile package, it was noticed that the stent was completely pulled off from the delivery catheter in conjunction with the stylet and stent protector. The procedure was completed with a different device. No patient complications were reported .